Event description:
After the IV was set up and primed the pump was positioned for future use. About an hour later the IV was placed in service. When the pump abbott 4 was started iot alarmed with a "hi flow" alarm. The pump was reset and restarted twice before the free flow was detected by viewing the drip chamber. The pump was disconnected and another IV set was installeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, design - inadequate, cassette. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.